Event description:
It was reported that there was a separation between the female connector (blue tip portion) and main body (light blue portion) of a minicap extended life pd transfer set. It was further described as¿the dark blue connector would twist¿ and ¿the blue tip portion of the transfer set came off when the minicap was removed¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. The patient admitted they would crank the solution bag on tight. As a result, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.